Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery occured on (B)(6) 2019 for infection. The shoulder prosthesis was converted into a reversed configuration because of non consolided tuberosities,we do not have any information on replacement parts. Primary surgery occured in (B)(6) 2018.